Manufacturer narrative:
Based on the information provided, it could not be determined that the alleged infection and hospitalization is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has a history of osteomyelitis and is not being followed by a physician. The device passed quality control checks before and after patient placement. Device labeling, available in print and online, states: wound infection : call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever ,your wound is sore, red or swollen ,your skin itches or you have a rash or redness around the wound ,the area around the wound feels very warm , and you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions : the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area ,untreated or inadequately treated infection ,inadequate hemostasis of the incision , and cellulitis of the incision area.

Event description:
On 03-feb-2022, the following information was reported to kci by the patient: the patient was hospitalized allegedly for wound related reasons and discharge date was unknown. On 04-feb-2022, the following information was reported to kci by the nurse: the home health nurse noted increased foul odor, skin maceration and discoloration to right lower extremity. The activ.a.c.¿ ion progress¿ remote therapy monitoring system is being utilized on the left leg and was unable to determine if the odor and maceration were related to the left or right wound. The nurse would need to call the treating nurse to clarify. On 04-feb-2022, the following information was reported to kci by the nurse: the patient has been utilizing the activ.a.c.¿ ion progress¿ remote therapy monitoring system to both feet. The patient has had an ongoing issue with odor and maceration due to the location of the wound and continuing to ambulate. The maceration is reversible, and the odor resolves after dressing changes. The patient is scheduled to be seen tomorrow and will call back with a report on monday. On 22-feb-2022, the following information was reported to kci by the nurse: the patient was hospitalized for a wound infection; however, was unable to determine the cause. Patient is currently pending a new patient appointment with wound clinic due to not being under the care of a physician. On 23-feb-2022, the following information was reported to kci by the physician's medical assistant: the patient was last seen on (B)(6) 2022 and was instructed to find a new podiatrist. Patient is no longer under physicians' care. On 05-nov-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 22-feb-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it could not be determined that the alleged infection and hospitalization is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has a history of osteomyelitis and is not being followed by a physician. The device passed quality control checks before and after patient placement. Device labeling, available in print and online, states: wound infection : call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever ,your wound is sore, red or swollen ,your skin itches or you have a rash or redness around the wound ,the area around the wound feels very warm , and you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions : the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area ,untreated or inadequately treated infection ,inadequate hemostasis of the incision , and cellulitis of the incision area.

Event description:
On 03-feb-2022, the following information was reported to kci by the patient: the patient was hospitalized allegedly for wound related reasons and discharge date was unknown. On 04-feb-2022, the following information was reported to kci by the nurse: the home health nurse noted increased foul odor, skin maceration and discoloration to right lower extremity. The activ.a.c.¿ ion progress¿ remote therapy monitoring system is being utilized on the left leg and was unable to determine if the odor and maceration were related to the left or right wound. The nurse would need to call the treating nurse to clarify. On 04-feb-2022, the following information was reported to kci by the nurse: the patient has been utilizing the activ.a.c.¿ ion progress¿ remote therapy monitoring system to both feet. The patient has had an ongoing issue with odor and maceration due to the location of the wound and continuing to ambulate. The maceration is reversible, and the odor resolves after dressing changes. The patient is scheduled to be seen tomorrow and will call back with a report on monday. On 22-feb-2022, the following information was reported to kci by the nurse: the patient was hospitalized for a wound infection; however, was unable to determine the cause. Patient is currently pending a new patient appointment with wound clinic due to not being under the care of a physician. On 23-feb-2022, the following information was reported to kci by the physician's medical assistant: the patient was last seen on (B)(6) 2022 and was instructed to find a new podiatrist. Patient is no longer under physicians' care. On 05-nov-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 22-feb-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.